Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock therapy due to lead dislodgement. The patient was asymptomatic. During system check-up, no right ventricular sensing and right ventricular capture were observed. The lead was explanted and replaced due to an unrelated complaint. The patient condition is fine.